Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak). Results/conclusions: (short neck with a 60-90 degree angulation).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an 11cm abdominal aortic aneurysm. The pt was admitted to receive a left ventricular assist device. An 11cm aaa was discovered at that time. The aorta had a short neck with a 60-90 degree angulation. The pt was a very high risk pt, and has many cardiac problems. During the procedure a type I endoleak appeared and persisted. The physician put in a talent cuff and another manufacturer's stent graft. A contrast CT after the procedure showed that the type I endoleak was resolved. No clinical sequelae were reported, and the pt was in unstable condition after the procedure.